Event description:
It was reported by a pt that about one month after coronary drug eluting stenting treatment procedure, a possibly hypersensitivity reaction occurred. The pt received a j & j stent 2005 and a taxus express2 2.50x12 mm drug eluting stent in the following month. About one month later the pt developed a rash with red bumps on their back. The pt saw a dermatologist and she wanted to scrape the big bright red 4 inch round patch on their upper back but they hesitated so she said could do it later if they still had problems. The dermatologist prescribed a cortisone cream and they had seen improvement and then it went dormant but now is getting better again. The dermatologist told them it was not shingles or psoriasis. They are to follow up with the dermatologist again the end of following month. They did not tell her that they had stents recently implanted so they will do that at that visit. They have not seen their cardiologist. It is unknown what has caused the reaction.